Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a male patient receiving intrathecal hydromorphone (1 mg/ml, 0.1001 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. A diagnostic examination was performed. It was found that the patient experienced a medication side effect; specifically, urinary retention after implant. A medication adjustment was made; specifically, 1 dose of flomax 0.4mg was given for the urinary retention, on 2013-(B)(6). It seemed to resolve after one dose. During another diagnostic examination on 2013-(B)(6) , the patient reported ongoing urinary retention, since the pump was implanted. On 2013-(B)(6), flomax 0.4mg every day by mouth was initiated. During another diagnostic examination on 2013-(B)(6) the patient denied still having a side effect/adverse effect from medication. The issue was noted as related to the drug; however, no action was taken to make a change in the drug. The issue was also listed as related to the device or therapy, and unlikely related to the implant procedure. The severity was mild. The outcome was listed as resolved without sequelae on 2013-(B)(6) .